Event description:
The physician tracked a reperfusion catheter 032 to the m1 segment. There was a tight bend in the cavernous segment of the carotid artery. Once the separator 032 was advanced, it could not advance beyond this bend in the reperfusion catheter 032. The physician retrieved all units and noted there was no patient injury as a result.

Manufacturer narrative:
(B)(4).